Manufacturer narrative:
When the investigation is completed, a follow-up report will be sent to the FDA.

Event description:
It has been reported to philips that during a procedure the flexvision froze . The patient had a biopsy catheter inserted which was taken out. No harm to the patient has been reported to philips. Philips has initiated an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint.` after a reboot of the system, the system worked again, however the customer decided to transfer the patient to another room where the procedure was finished. The log files were analyzed; this showed that the flexvision 2 pc caused the problem. Philips has opened an investigation as a follow up for the problem with the flexvision 2 pc. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.